Manufacturer narrative:
H6: investigation conclusion code 22 replaced code 67. Component code 515 added.

Manufacturer narrative:
H3: the device evaluation showed the following: it was observed that the lock pin extended past the olive approximately 4.5cm from where the lock pin should be seated within the olive prior to deployment. There was a 90-degree bend approximately 2.5cm from the end of the lock pin. The lock pin was broken approximately 9 cm from of the constraining mechanism. Engineering removed the lock pin from the device from the trailing end to inspect the trailing end of the lock pin. The end of the lock pin appeared to have been cut. The black nut of the constraining mechanism was approximately 1 full turn from the fully constrained position and the constraining loop was not attached to the constraining mechanism. Engineering removed the nut access cover to inspect the constraining loop anchor staking pocket. The bead was present in the pocket and the void in the glue pocket where the constraining loop should be appeared to be normal. The trailing end of the separated constraining loop was inspected and there was a j shaped bend, consistent with the bend from the anchor bead. The constraining loop wire did not appear to be broken. Based on the findings from this evaluation, the physician¿s observation that strong resistance was felt when attempting to unlock the constraining system, could not be confirmed. Based on the findings from this evaluation, the physician¿s observation that constraining loop was not observed in the access hatch and considered to be broken, could not be confirmed. Based on the findings from this evaluation, the physician¿s observation that the lock pin was broken, removed from the olive, and bent in a l-shape, was confirmed. Based on the findings from this evaluation and without images provided, the endoleaks were unable to be confirmed. The likely cause for the resistance while attempting to unlock the constraining system could not be determined with the available information. The likely cause for the constraining loop not being observed in the access hatch, could not be determined with the available information. The likely cause for the lock pin extending past the olive is that the wire was cut in the handle; however, the likely cause for the bend in the lock pin at the leading end could not be determined with the available information. H6: investigation finding, conclusion codes.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. After deployment of the proximal portion of the trunk - ipsilateral leg endoprosthesis, the contralateral gate was cannulated. It was reported the contrast catheter was replaced. Reportedly, some strong resistance was felt at near the proximal portion of the trunk - ipsilateral leg endoprosthesis when the contrast catheter was delivered to the descending aorta. After deployment the first contralateral leg endoprosthesis, the transparent knob was pulled to unlock the constraining system but there was strong resistance. It was reported the proximal end of the device was fully constrained. The proximal portion was deployed using balloon catheter, but the transparent knob was not able to be removed. The guide wire was replaced but the transparent knob was not able to be removed. The access hatch was opened to remove the constraining loop, but the constraining loop was not observed, and it was assumed that the constraining loop was broken. The distal deployment line was removed using the access hatch and the ipsilateral leg was deployed. When the physician attempted to remove the transparent knob while inflating the proximal end of the device using the balloon catheter, it was reported that the transparent knob and lock pin came off. The access hatch was opened, and the lock pin was pulled, it was reported the lock pin was broken. The delivery catheter was removed, and it was observed that the lock pin protruded and bent into an ¿l¿-shape. The patient tolerated the procedure. The gore representative stated: there is a possibility that the guide wire of contralateral side entered the constraining loop, and the lock pin came off due to the influence of the contrast catheter and extended to the proximal side. When I checked the removed device, it was bent like l-shaped, and the lock pin was protruding from the leading olive.